Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
1) the needle is housed in a spring loaded device so when the clinician unscrews the needle from the insulin pen it pops off quickly and have to pick up off insulin needle off the floor. 2) there was an incident this am that when the needle retracted, it popped out in the back end orange piece of the device that attaches to the insulin pen. This happened with lot #: 3355492. The product was not saved as was discarded in a sharps container. I checked all the lots on the unit and they are not all the same as have the following: 3355482, 3311425, 3311438, 3355492, and 3311425. The clinical nurse coordinator will ask the staff to save defective product in a biohazard bag. I¿ll let you know if any are collected.